Event description:
I got silicone breast implants and after about 6 months, the illnesses started. Major joint pain, brain fog, vision problems, lethargy, memory loss, memory retention, word retrieval, insomnia, gastrointestinal problems, difficulty breathing. My obgyn says it is autoimmune and believes it is my breast implants. No tests are showing it is from my implants, but I have been ill ever since. I am planning my explant as we speak. FDA safety report ID# (B)(4).